Event description:
Healthcare professional reported "intracapsular implant rupture." This relates to left side device. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation: device rupture.

Event description:
Physician reported "intracapsular implant rupture" diagnosed by ultrasound (us). This relates to left side device. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported "intracapsular implant rupture" diagnosed by ultrasound (us). This relates to left side device. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and observed broken on posterior side assessed as fold flaw opening and missing shell assessed as inconclusive. Additional observations: red particles observed in the surface of the device. Observed stress marks on the device. Observed creases on the device. Observed 40 mm dark patch edge material inside gel device.

Event description:
Healthcare professional reported "intracapsular implant rupture." This relates to left side device. Device has been explanted and replaced.